Manufacturer narrative:
(B)(4). Batch r5aw3l. Photographic analysis: one photo and seven video were provided; the picture shows tissue with staples. The staples observed can be seen unformed. Trocar insertion and removal is observed throughout video v001aa. Tissue manipulation is showed at the 9:09 mark. At the 9:31 mark a covidien like harmonic device is showed, cutting tissue. Video v001ab, continues with tissue cutting with a covidien device, tissue manipulation is also showed. Video v001ac, continues with tissue manipulation. At the 1:18 mark a covidien like harmonic device is showed, cutting tissue. At the 5:08 mark a device is introduce with a black reload loaded on the device, the device is clamped over tissue at the 6:12 mark, the device is fired at the 7:06 mark. Tissue is release at the 7:13 mark the cut line and staple line appear to be complete. At the 7:51 mark the device is introduce again, with a black reload loaded on the device. At the 8:00 mark the device is placed over the tissue and fired at the 8:42 mark. Tissue is release at the 8:47 mark and line and staple formation appears to be complete. A device is introduced at the 9:28 mark with a green reload loaded on the device. The device is placed and clamped over tissue at the 9:35 mark. Tissue is release at the 10:06 mark the cut line and staple line appear to be complete. A device is introduced at the 10:33 mark with a green reload loaded. The device is clamped over tissue at the 10:45 mark. Tissue is release at the 11:50 mark and the staple and cut line appears to be complete. A device is introduced at the 12:21 mark with a blue reload loaded. The device is clamped over tissue at the 12:43 mark. Tissue is release at the 13:21 mark and the staple and cut line appears to be complete. Suture is applied and at the 14:06 mark. Video v001ad, suture is applied trough the video. At the 15:17 bleeding is observed. At the 14:21 mark some unformed staples are noted. Video v001ae, continues with tissue manipulation with sutured and bleeding is observed. Several unformed staples are noted trough the video. Video v001af, continues with tissue manipulation with sutured and bleeding is observed. At the 1:55 some unformed staples are noted. Video v001ag, shows tissue. At the 00:37 mark some staples can be seen. The staples appears to have the proper formed. Based on the unformed staples noted on the photo and videos reviewed the event describe is confirmed, however no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Event description:
It was reported that a 60mm black cartridge first firing on a laparoscopic sleeve gastrectomy had staples that were straight, malformed, and appeared to be maybe even cut through for whatever reason. Customer reports that they continued to use the same stapler with other cartridge colors with normal satisfactory results. Staple line had to be over-sewn more than usual although no leak was apparent through the malformed areas. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Investigation summary: the analysis found that one plee60a device was returned with no apparent damage and with twelve gst60t cartridge reloads present. The reload (b) was received fully fired and with damage on cartridge deck. The reload (c) was received fully fired. The reloads (d-m) were received unfired. The device was tested for functionality in the straight position with the returned cartridge reload (d-m) and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The found damage on the deck is consistent when the device is fired over an already existing staple line; when this happens the knife plows the staples on cartridge deck and shaving may occurs. In order to verify the condition of the internal components of the reload it was disassembled and no anomalies were noted. No functional test could be performed due to the condition of the reload. Photo was reviewed during device analysis. Reload b: gst60t, r5901u, fully fired with the cartridge deck damaged. Reload c: gst60t, r5901u, fully fired. Reload d: gst60t, r5919j, sterile. Reload e, f, g and h: gst60t, r5931x, sterile. Reload I, j, k, l and m: gst60t, r5901u, sterile. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.